Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm noted that according to the service manual, the two fiber optic lamps needed to be changed. The stm performed the fiber optic test and got high values and noted that nothing related to the reported alarm was recorded in the iabp log files. The stm ordered the necessary parts, then returned to the customer's site at a later date to perform the repairs. The stm replaced the fiber optic lamps then completed the fiber optic test with normal results. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6); which differs from that of the event site.

Event description:
It was reported that upon arrival to the customer's site for a scheduled preventative maintenance (pm) service, a getinge service territory manager observed a "maintenance required code #8" alarm on the cs300 intra-aortic balloon pump (iabp). The stm noted that according to the notes on the iabp unit from the customer, the event first occurred in october, but was never turned over to the customer's biomed, and thus not reported to us at that time. There was no patient involved and no adverse event was reported.